Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting higher on both. The repeat result from the initial system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the hcg sample was removed from the instrument sampling wheel prior to sample aspiration and after level sensing. There was no indication of an instrument malfunction during the time of the event. The cause of the discordant hcg result is due to user error. The customer was instructed to follow the proper sampling procedures and not to remove samples from the sampling wheel prior to aspiration. The instrument is performing within specifications. Further evaluation of the device is not required.